Event description:
It was reported that the user experienced insulin leakage from supplies while using an ilet device, expressed concern that the device was damaged, and proceeded with a device replacement to continue therapy; no screen damage affecting use, no injury, no post-event usability issues, and data were synced prior to shutdown. Symptoms included episodes of high blood glucose with a high level of 401mg/dl. Outcomes included continued subcutaneous insulin therapy and shipment of replacement supplies and a replacement device, with the original pending return. Investigation included a review of device use and replacement logistics. Investigation of this case revealed an unclear cause of hyperglycemia and no device alerts or alarms. It was concluded that the cause of the reported hyperglycemia and leakage was undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.